Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; no anomalies were found. (B)(4).

Event description:
It was reported cable damage was suspected. The rf (radio frequency) head was returned for repair. No patient complications have been reported as a result of this event.